Event description:
Patient (pt) advised that pump (serial number and expiration date not provided) malfunctioned during last infusion on (B)(6) 2025, pt stated since pump malfunctioned the nurse infused via gravity and pt felt sick after infusion (headache and "incapacitated for 24h-48 hours). Pt stated he currently feels fine and next infusion is scheduled for (B)(6) 2025. Pharmacy to replace pump. Pump associated with event available for investigation pending return by pt. Unknown if medical doctor (md) is aware. No further info. No further information available.